Event description:
Pt had umbilical line for tpn infusion and was being supplemented with breast milk per ng tube. Investigation at the facility states that when the pump was turned off, it began free-flowing and remaining tpn was infused into pt. Facility indicated nurse did not turn on roller clamp after turning pump off.

Manufacturer narrative:
(B) (4): although requested, device has not been rec'd from the facility; facility reports that the pump was sequestered but will not be returned to the MFR for eval. Customer indicated the involved set is not found at the facility. Facility biomed tested the pump and was not able to replicate the free-flow event. Event logs have been rec'd for analysis. The investigation is on-going, and a follow-up report will be submitted with any new relevant info.